Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient experienced a blood glucose measurement over 600mg/dl (27.7mmol/l). The patient reportedly did not require medical intervention and was not taking any medications. The basal/temp settings were reportedly not programmed correctly and the manual calculation of dosage was incorrect. Customer technical support reviewed the pump with the patient. Troubleshooting revealed, the basal delivery totals in the total daily dose matched the active basal program total. The basal history reportedly matched the active basal program settings. The bolus totals reportedly matched and accurately recorded as programmed in the pump history. There was no indication of a pump malfunction and the patient remained on insulin pump therapy. Customer technical support referred the patient to hcp for assistance with diabetes management. This complaint is being reported because the patient experienced an adverse event based on the following use error: the patient may have potentially forgot to bolus, the manual calculation of dosage was incorrect and the basal temp settings not being programmed correctly.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The pump boots to verify screen with no issues. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.. Battery compartment is cracked above and below the bumper pad. Base crack observed between case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.